Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a clinical study regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient had reaction to spinal and lumbar puncture. The patient reported bilateral headache on (B)(6) 2016. Examination on (B)(6) 2016 found the headache was consistent with lumbar puncture. Intervention included, epidural blood patch and lumbar blood patch on (B)(6) 2016. The event resulted in an unscheduled clinic/office visit. It was indicated that the relationship of the event to the device or therapy was noted as unlikely, the relationship of the event to the implanted procedure was noted as related, during surgery/anesthesia. The event resolved without sequeale.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via (B)(6) registry ((B)(6)) indicated the patient was receiving intrathecal fentanyl 500 mcg/ml at 100.07 mcg/day and bupivacaine 5 mg/ml at 1.0007 mg/day via their implanted pump at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.